Event description:
A report was received from a facility in (B)(6) stating that 3 corneal burns occurred while using our millennium unit. Four different attempts were made to collect details regarding the procedures and the pts' conditions, however, to date no add'l info has been received.